Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain and dislocation. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 20 states, "persistent pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02784 / 02785).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.